Event description:
A customer reported receiving a "replace sensor" error message from the adc device. As a result, the customer was unable to obtain readings and experienced hypoglycemia and lost consciousness. The customer indicated they were able to self-treat with baqsimi nasal glucagon powder provided by family member. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all functionality test indicates that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.